Event description:
The customer reported that the device was broken during surgery. During the insertion of the screw, part of it's thread broke. The remaining part of the product remained implanted as was fixed. No adverse consequences.

Manufacturer narrative:
Based on the limited amount of information received, it is difficult to assign a root cause. Suspected root causes are: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel appropriately sized, insertion over a bent guidewire.